Event description:
It was initially reported that the patient was having an increase in seizure and had more intense grand mal seizure. The patient recently had his trileptal discontinues and it is not known if that was a contributing factor. It is also unknown if the increase in seizures were above or below baseline. Surgery is like but had not occurred. Good faith attempts for additional information have been unsuccessful.

Manufacturer narrative:
.